Event description:
Caller states patient tested >8.0 inr and >8.0 inr on the coaguchek xs system while a comparison lab returned as 3.7 inr. Patient's coumadin dose was changed based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the trigger became too hard to grasp, and the clip would not to come out all of the way. Although the second device was fired properly partway, the same event occurred. The indicator of the second device was shown a little. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.